Event description:
The patient experienced lack of efficacy. Deep brain stimulator interrogation revealed impedances less than 50 ohms on all bipolar pairs. The extension and stimulator were replaced. The impedance issues continued (see mfg. Report # 3004209178-2009-09687). Follow up will continue in the above manufacturer's report.